Manufacturer narrative:
The device was returned for evaluation. Upon visual inspection, it appeared that there was not enough solvent on the connector to make a complete bond with the cap. This MDR is being submitted late as it was identified as part of a retrospective review conducted by zimmer orthopaedic surgical products (zimmer osp). This retrospective review was conducted in response to an inspectional observation at zimmer osp in 2008. The agency's inspectional observation concerned the decision(s) not to submit certain mdrs.

Event description:
It was reported that the suction port became disconnected from the suction tube. It was reported that the incident was noted prior to use, and was not used for treatment. There was no report of injury, or adverse consequences associated with this incident.